Manufacturer narrative:
The insulin pump was received with missing segment/partial display due to bleeding lcd glass. However, the insulin pump was received with normal operating currents and passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No unexpected heating up of battery, battery tube or electronic assembly was noted. No traces of heating up including melted, burns, electrical shorts or heat damage components in electronic assembly was noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump wasn't working and alarmed no delivery alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer reported that the no delivery alarm was not resolved by troubleshooting and the customer removed the insulin pump and had to end up in hospital. The customer stated that they were off the insulin pump for more than 48 hours prior to hospitalization. The customer performed troubleshooting but the customer stated that the insulin pump was not working after getting exposed to sun. The device was returned for analysis.